Event description:
The rptr questioned whether the device should have advised shock for what appeared to be non shockable rhythm. There were no reported adverse affects to the pt resulting from the alleged discrepancy.